Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate is between (B)(6) 2020. (B)(6). (B)(4). Device evaluation: the product was not available for evaluation, was discarded. The reported complaint was not verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related this production order (po) was performed. Results revealed no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported dissatisfaction with post-op refraction after the implantation of a tecnis toric intraocular lens (iol), model zct150. The patient only sees close, near sighted vision. Through follow up it was learned that the lens was explanted and replaced with another unknown iol on the (B)(6) 2020. There was no patient injury reported. Pre-op. Left eye sphere (sph) +3.50 cylinder (cyl): -2.00 axis (a): 165 visual acuity: <0.1. Post-implant. Sph: -2.00 cyl: -0.75 a: 1 visual acuity: 0.1. Post-exchange. Sph +0,50, cyl -1,25, a 43, vision: 0,25.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.